Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The customer returned a zimmer air dermatome serial number (B)(4) as well as its four width plates for evaluation of the device on (B)(6) 2019 noted that the device was running within motor speed specifications and that the device was within calibration specifications. During evaluation, it was found that the 1in, 2in, and 4in width plates were defective. Repair of the dermatome occurred the same day and involved replacing the defective width plates. The technician then tested and verified that the device was functioning as intended, then returned the device to the customer without further incident. The device was tested, inspected, and repaired. While the service technician does find that there were four defective width plates, it cannot be determined from the information provided if the width plates were associated with the reported issue and no other means which could cause the reported issue were found with the device. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during surgery the device was gripping skin and causing laceration on the patient. The surgery was completed using an alternate device. No additional consequences have been reported as a result of this malfunction.